Event description:
It was reported that during a laparoscopic sigmoid resection the instrument had no function after a few minutes. Display showed instrument error. Device being returned for analysis. No pt consequence reported. Unknown how the case was completed.